Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests.

Event description:
Customer reported via phone call hospitalization and issues with the insulin pump. Customer's blood glucose level was unknown. Customer was in the intensive care unit. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed delivery volume accuracy test.